Manufacturer narrative:
(B)(4). Additional investigation summary: it was received for analysis an unopened sample of product code 8805, lot mkj663. During the visual inspection of the sample, no defects were found on the packages. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements. Additional investigation summary: it was received for analysis a dispensed needle/suture piece of product code 8805, lot mkj663. During the visual inspection of sample, the swage and attachment area were noted to be as expected and the end of the suture piece were noted cut appear to be by use of a surgical instrument and present body fluids. The other section of the suture was not returned. Due to condition of the sample, the functional test could not be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the pull off suture needle is an improper handling.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "suture breakage from needle swage point while using"? Please clarify, did the suture thread break into 2 pieces or did the whole suture thread pull off/separate/detach from the needle swage location? Suture thread detached from needle swage location. When event occurred- pre-op- before use on patient while dispensing/handling the suture-needle device? Or intra-op- during use on patient while suturing? It happened during use on patient while suturing.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. Suture breakage from needle swage point while using. No adverse patient consequences were reported. Additional information was requested.